Event description:
During the procedure, it was reported that the implant coil could not be detached using the manual method (an alternative detachment method presented in the instructions for use). The coil was removed from the patient and another coil was implanted without issues.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).